Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the contrast shot in the laa the patient was stable. The pigtail catheter was removed, and the closure device was unsheathed to flx ball and at that moment the patient's blood pressure dropped, with the lowest pressure noted at 49mmhg. The physician performed a pericardiocentesis and autotransfusion through the was sheath. Two units of blood were transfused to the patient. After the patient was stable, a contrast shot was re-played. Upon second viewing of the contrast shot into laa, a perforation appeared to be in the back of the anterior lobe of the laa, with contrast leaking through to the pericardial space. There is no further information available at the time of this report.